Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a cause for the reported single leaflet device attachment (slda) and poor image resolution appears to be related to the malcoaptation of leaflets in conjunction with imaging limitations. It should be noted that the mitraclip system instructions for use states that the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The mitraclip device was used on the tricuspid valve which is considered an off-label use of the device. The off-label use however, did not likely influence the event. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a torrential grade. There was mal-coaptation of tricuspid leaflets and imaging limitations due to valve location and shadowing of the mitraclip system. The clip delivery system (cds) was advanced to the tricuspid valve. After the clip was deployed, the clip detached from the anterior leaflet, and remained attached to the septal leaflet (slda). Another clip was deployed to stabilize the slda clip. Two clips were implanted, providing a 3+ tr reduction to moderate. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.